Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to the following: 1) dust, dirt, foreign matter, etc. Adhered to the electrical contacts of the video connector, and the connection condition was insufficient, resulting in a temporary deterioration of the electrical connection condition with the system. 2) due to stress (load), the electrical connection condition temporarily deteriorated, which adversely affected the image signal output and made the image signal output unstable. 3) the image output signal became temporarily unstable due to the sudden application of static electricity or overcurrent. Regarding the application of overcurrent, etc., it is likely that the system is connected or disconnected while the power is on, overcurrent is applied from other equipment or electrical wiring, or dust or moisture is attached to the electrical contacts of the system and video connector. 4) it has been confirmed that there has been no repair or replacement history of the video connector board since january 2013, so the image output signal was temporarily unstable due to deterioration over time. The inspection method for this event is described in the instruction manual (operation edition) "chapter 3 preparation and inspection 3.8 inspection of functions in combination with related equipment" as follows. "[Inspection of endoscopic images] check whether normal light observation images and nbi observation images appear normally. 1. Before inspection, wipe the lens at the tip of the endoscope with sterile gauze moistened with saline or sterile water. 2. Observe the palm of your hand using normal light observation images and nbi observation images. 3. Make sure the lighting is on. 4. Adjust the light intensity to get the appropriate brightness. 5. Confirm that there are no abnormalities such as noise, blur, or cloudiness in normal light observation images and nbi observation images. 6. Operate the angle lever on the endoscope to bend the curved part. 7. Confirm that no abnormalities occur, such as normal light observation images and nbi observation images momentarily disappearing." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the screen gradually blacked out on the endoeye flex deflectable videoscope during the therapeutic procedure. The intended procedure was completed with another similar device. There were no reports of patient harm or impact associated with the reported event. This report is related to the following linked patient identifier: (B)(6).